Event description:
It was reported that during a meniscus repair surgery, when pushing the knot after sewing, the ultra fast-fix suture became tangled and could not be tightened. The procedure was completed using a smith and nephew backup device. It is unknown if there was a surgical delay and no further complications were reported.

Manufacturer narrative:
H11: internal complaint reference case: (B)(4). This complaint was opened by smith+nephew to document a product problem associated with a smith+nephew device. The reported problem relates to known inherent device and/or procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are conservatively submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Manufacturer narrative:
H11: h3, h6: part of the reported device was received for evaluation. A visual inspection revealed it was returned in original packaging with the batch number of the complaint on the label. The t1, t2, and suture were not returned. The variable depth straw has been trimmed, and bio debris is present. No functional testing can be conducted since there is missing components hindering the inspection/evaluation. An image evaluation was performed and found the tip of the insertion device inside a pouch. The suture and anchors are not visible. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause could not be determined since the reported malfunction could not be duplicated during the investigation. Please refer to the instructions for use for precautions and warnings related to the use of the device. Based on this investigation, the need for corrective action is not indicated.

Manufacturer narrative:
Internal complaint reference (B)(4). H11: b5 and h6: event description and codes updated.

Event description:
It was reported that during a meniscus repair surgery, when pushing the knot after sewing, the ultra fast-fix suture was tangled, it was unable to be tighten. Both ts were retrieved from the patient using suction. The procedure was completed using a smith and nephew back up device. There was a delay less than 30 minutes and no further complications were reported.